Event description:
It was reported that the implantable cardioverter defibrillator exhibited a diagnostic anomaly. It was noted that the device was showing nsrvo. No intervention was performed. There were no patient consequences.